Event description:
It was reported that the customer had experienced an episode of high blood glucose of 400 mg/dl, which was treated with the insulin pump. At the time of the phone call the customer's blood glucose was 155 mg/dl. Troubleshooting was performed and everything tested within specification. The drive support cap was recessed. The infusion set was removed from the body and the cannula was not bent, however. It was reported that the infusion set had been changed after the high blood glucose incident. The customer did not have a tubing clamp so no high pressure test was performed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).